Event description:
Reporter alleged obtaining a discrepant blood glucose result of 413 mg/dl on the advantage system compared back to back with a result of 126 mg/dl on the clinic's system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.